Event description:
It was reported that there was an issue with fs634 - orthopilot passive transmitter (blue). According to the complaint description, a total knee arthroplasty (tka) procedure was prepared along with orthopilot elite. After the start of surgery, the transmitter was set up and visual check was performed with navi, and the visual confirmation on the tibia side was unstable. Another cap marker was used, but was still unstable. Staff attempted various things, but the fastening screw of the fixation element got stuck,and navi was discontinued. Manual operation was performed instead and the procedure was finished successfully. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4); associated medwatch reports: (B)(4) - fs634 ; involved components: (B)(4) - fs618su/orthopilot cap single-use markers - lot 22928718d5 ( - now involved); (B)(4) - np1016r/2-pin transmitter fixation element - lot unknown.

Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical service (ats). Technician found that the shaft / joint is deformed. Due to this fact position of the cap marker was not correct and the motion was unstable. Furthermore we found signs of impacts / damages on the surface. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence, 1000 ppm) according to din en iso 14971 is still acceptable. Explanation, rationale, conclusion and root cause: the drawing of fs634 (change ae0060554-00 - 16.12.2020 - version 7) was compared with the product. Instructions for use (IFU) was checked and there is the information that the customer must not bend the product. Due to this fact the damages, and the information (drawing, IFU) we assume a wrong handling / overloading of the instrument. Based upon the investigation results, a CAPA is not necessary.